Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had sensor discrepancy. The sensor glucose reading was under 50 mg/dl while their actual blood glucose level was 156 mg/dl. It was noted that the insulin pump delivery would suspend before low blood glucose. Troubleshooting was performed for the sensor. The caller also reported that the customer would experience both high and low blood glucose. The customer had experienced a high blood glucose level of 400 mg/dl. They would treat by testing the blood sugar and doing a correction from the insulin pump. They declined troubleshooting for the high and low blood glucose. The insulin pump will not be returned for analysis. The sensory will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.